Event description:
The customer reported that the 840 ventilator stopped cycling. There was no patient involvement. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. The customer was suggested swapping psols, running calibration and extended self-test (est), also exercising vent for 48 hours on a test lung. Covidien was not authorized to service the device.